Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from six and a half years to five years longevity remaining in a span of four months. Boston scientific technical services (ts) reviewed the data which showed a higher right ventricular (rv) lead output compared to nominal. A data analysis indicated that the device power matches the expected power based on the device settings. There are no abnormalities in the battery voltage. To date, the device remains in service. No adverse patient effects were reported.